Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with t-wave oversensing due to large increase in t wave size compared to r wave via remote transmission that was later reviewed in clinic. Programming changes were discussed. Patient is currently in the process of being scheduled to come into the clinic.